Manufacturer narrative:
The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd-4 1.5 therapies for chronic renal failure. Extraneal and dianeal. The physician contacted baxter technical services (bts) and stated that the patient had been hospitalized due to peritonitis. On an unreported date, the patient was treated with unspecified antibiotic therapy (dose and frequency were not reported). No further information was provided. The patient was recovering.